Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection( early onset), allergic reaction/hypersensitivity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was severe allergic reaction, body was rejecting the implants.

Event description:
Patient reported left side "severe allergic reaction, body was rejecting the implants, pain in the left breast, breasts looked different than what they wanted and they did not like the look, wanted 385cc implants but got 450cc implants, and the left breast and armpit smelled really bad. The device has been explanted.